Event description:
I had surgery on (B)(6) 2017 and vicryl 4-0 dissolvable sutures were used subcutaneously. As of today (B)(6) 2018 my wounds are not healing properly, and I continued to have irritation and drainage from the incision sites. The incision sites have also become hard, increasingly painful, and red. I also continue to suffer from the rash around my incision site that initially appeared 3 days post-op then spread to my entire abdomen and down my thighs 1 week post op. I have completed a course of oral steroids that were prescribed 1 week post op due to the inflammation around the incision sites and to attempt to calm the rash since antihistamines did not improve the rash prior to my appointment with my doctor. The rx steroid was unsuccessful with sx relief or improvement. I have now developed a granuloma on one of my incision sites as of (B)(6) 2018. I am currently on my second course of antibiotics to prevent another infection since my wounds are not healing.